Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the hypotube has fractured about 784 mm distal to the kink protector. Several severe kinks were observed at the proximal fragment of the hypotube. The cross-sections of the hypotube are no longer circular but compressed and the polymer coating is plastically deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure. It should be noted that the IFU advises the user to not force the passage if any resistance is felt, and to exercise care during device handling to reduce the possibility of ...accidental breakage, bending, and kinking of the stent system shaft.

Manufacturer narrative:
Combination product: yes

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified 29mm long lesion with 80 percent stenosis degree. The device could not go through due to calcification.